Event description:
The consumer indicated that two tampons came apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
The DHR was reviewed and the product was found to be made to specification. No anomalies were recorded to coincide with the reported event. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.